Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2011. Medical records provided indicate revision was allegedly due to acetabular loosening, pain and elevated cobalt levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible side effects, number 14 states, " intraoperative or postoperative bone fracture and/or postoperative pain, number 15 states: "metal on metal articulating surfaces have limited clinical history." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01187-1 & 01841).

Manufacturer narrative:
This follow-up report is being filed to relay patient's blood test results, which were unknown at the time of the initial medwatch.